Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) stem. Additional information was provided. A patient claim was provided. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d4, g3, h2, h3, h4, h6. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues adherent subcutaneous tissue over greater trochanter was excised, stem fracture at the taper as reported. Full ingrowth even distal to porous portions of stem on the smoother portions of the stem, due to this anteromedial proximal fragment did fracture from the distal fragment. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the removal of fractured stem, surgeon noted bone fracture occurred. It was noted that the patient had higher than normal levels of titanium, cobalt and chromium in their blood and in a lot of pain. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the removal of fractured stem, surgeon noted bone fracture occurred. No additional information.